Event description:
It was reported that this implantable pacemaker has recorded red alerts on the device battery. Boston scientific technical services (ts) referred the patient to the clinic for more accurate report. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review

Event description:
It was reported that this implantable pacemaker has recorded red alerts on the device battery. Boston scientific technical services (ts) referred the patient to the clinic for more accurate report. This device remains in service. No adverse patient effects were reported.